Event description:
The customer reported that the insulin pump alarmed rf pic failed self test. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed rf pic failed self test during self test due to faulty connector at remote frequency board. The device was received with cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)